Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU states the inspection method for a/w nozzle to be performed prior to use as follows. ·operation manual_ preparation and inspection. -inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function. IFU sates reprocessing for a/w nozzle and channel as follows: ·reprocessing manual_ cleaning, disinfection and sterilization procedures -precleaning_ flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -flushing detergent solution into the air/water channels. -removing detergent solution from all channels. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. It was noted that the light guide lens was chipped. The adhesive of the objective lens and light guide lens was worn out. The adhesive of the bending section cover was delaminated. The angulation and water flow was out of specified value. Leakage at the water proof cap was noted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps elevator wire of the duodenovideoscope was broken. The issue was found during receipt inspection of the device. The device was returned and an evaluation at the repair center revealed blockage of the air/water nozzle with foreign debris which seemed to be clear plastic like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.